Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) confirmed from the device inspection result provided by olympus medical systems india private limited, that the camera cable failure caused flickering and noise in the endoscopic image and that the camera cable had burn marks. Based on the above information, omsc concluded that the reported event occurred because the wire of the camera cable was partially broken due to the heat from an electric knife, etc. Being partially applied to this device, making it difficult for video communication to be transmitted to the video system center. Partial disconnection of the camera cable due to burn marks on the cable may have been caused by user's handling. The instruction manual provides preventive measures against the reported failure mode. Since the delivery date of the device is unknown, omsc could not confirm the device history record from the sales record and distribution record, and the manufacturing date was also unknown. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to omsi for evaluation. Omsi inspected the device and confirmed the following; -there were burn marks on the camera cable. -there was a leakage at the water resistance cap. -the coupler and ccd unit were rusted. -the reported event that the monitor screen was flickering may have been caused by a defect of the camera cable. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during preparation for use, the endoscopic image of the device was noisy. There was no report of patient injury associated with the event. Olympus inspected the device at the service department of olympus medical systems india private limited (omsi) and found that the monitor screen was flickering and the endoscopic image was not displayed.